Event description:
Daughter of pt reported pt has had several episodes of peritonitis during use of the uv flash device. Healthcare professional reported pt has episodes of shakiness. Pt home is very clean, but healthcare professional believes pt touches something with the catheter. Treatment consisted of ancef 1 gram x 3, cipro 25 gm x 4 and bactrim for 30 days. Microorganism present was staphylococcus epidermidis coagulase negative. Healthcare professional stated device had nothing to do with this episode of peritonitis.